Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s stimulation was too high on the right leg. The patient had checked the device was the patient programmer and the display showed the stimulation was on. The patient noted that the stimulation was off. The patient noted that she turned the stimulation off and was able to use the programmer to turn it back on. The patient was able to adjust the stimulation to a comfortable level on the right leg and the issue was resolved. The consumer further reported that they experienced tingling and numbness in the right leg. The patient usually turned the stimulation off at night and on during the day. The patient was ill and in the hospital for days and didn¿t take the remote with her to turn the stimulation off at night. The patient had been home about a week and she couldn¿t get the device turned off. Troubleshooting was performed and the patient was walked through how to turn the stimulation off. The patient still felt the tingling and numbness. The next day, it was reported that the patient could not turn the stimulation off at night. It was noted when they went to sleep at night, it turned off, but they could not get it to turn off. Indications for use include spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.